Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image abnormality, (image disappears due to damage to charge coupled device (ccd) unit). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, a definitive root cause could not be determined. However, investigators think it likely that the image sensor experienced an anomaly, which lead to the reported failure mode. Because the abnormal image occurred during the bending operation, its possible that an irregular load caused the image sensor unit cable to break. Olympus will continue to monitor the field performance of this device.